Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch surestep enhanced meter read would not turn on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The cca noted that the patient reported that the alleged power issue started on (B)(6) 2003. The patient manages her diabetes with a combination of medications (type unknown). It is not known if the patient made any changes to her usual diabetes management regimen due to the alleged meter issue. The patient reported that a couple of months after the issue started she developed symptoms of shaky and sweaty and was treated with IV glucose in the ER. At the time of troubleshooting, the cca noted that the patient replaced the meter¿s battery; however, the power issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because, the patient reportedly was treated for signs/symptoms suggestive of severe hypoglycemia after obtaining the alleged meter issue started.